Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's representative that the patient was implanted with an implantable pulse generator (ipg) which was faulty and did not work properly, and this led to the patient being admitted to the intensive care unit (ICU). It was reported by the patient's representative that the patient is fighting for their life. The ipg system remains in use. No further patient complications have been reported as a result of this event.